Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon inserted a 22.5 diopter aq2015a silicone aspheric three piece lens and the lens tore. The incision was enlarged to remove the lens and another same model lens was implanted. The reporter indicated that the cause of the lens damage may be due to the injector or cartridge.